Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp. (Omsc). Omsc investigated the subject otv-s190 and confirmed that the reported phenomenon, which is a noisy endoscopic image, could be reproduced when jiggled the video connector plug up and down with connecting a camera head to the subject otv-s190. In addition, omsc found corrosion on some the electrical contact of the video connector socket and the water mark at the video connector socket. As a result of the investigation so far, it was surmised that the user might connect the subject otv-s190 with a camera head whose electrical contact of the video plug was not completely dry. Therefore, the electrical contact of the video connector socket might get corroded, resulting in contact failure between the subject otv-s190 and the camera head. Omsc checked the device history record of the subject otv-s190 and there was no irregularity found. The instruction manual of the otv-s190 already mentions that an operator should make sure the video plug and its electrical contacts of a camera head are completely dry before connecting the plug to this device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s190 was not returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject otv-s190 to identify the root cause of this failure phenomenon when omsc receives it. The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject otv-s190 was used for an unspecified therapeutic procedure. Just before the start of the procedure (the patient was already anesthetized in the operating room), the endoscopic image was very noisy when the subject otv-s190 was connected with an unspecified camerahead. The user replaced the subject otv-s190 with visera pro video system center otv-s7pro and completed the procedure. There was no report of the patient¿s injury regarding this event.